Event description:
It was reported that during a routine follow-up, multiple episodes of inappropriate auto mode switch were recorded on the pulse generator. The device was reprogrammed and when the patient returned for a follow-up on (B)(6) 2014, there were no further episodes of inappropriate mode switch. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.